Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the avc-x needed to be rebooted. To resolve the issue, the technician rebooted the avc-x, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel to their hexavue custom room rack was "not responding". No report of procedure involvement. No report of injury.